Event description:
The line was placed at another facility. Pt was dialysed on (B)(6) 2010 (unknown if any complications). Then x-ray was completed on (B)(6) 2010 which found the catheter broken w/embo. Line was then removed without further complications.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.